Manufacturer narrative:
The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The device was implanted on (B)(6) 2022 in a male patient of unknown age with a past medical history of aortic valve insufficiency, a bilbus-aneurysm 55mm with an ascending aorta of 43mm, hypertension, cardiac decompensation, mitral and tricuspid valve insufficiency, pulmonary hypertension, chronic renal failure (stage iii) and a history of infarcts in 2019. The subject was enrolled in a study. On (B)(6) 2023 (369 days post-implant), the patient was reported deceased. The cause of death remains unknown due to insufficient follow-up information. The study staff reached out to the patient's general practitioner (gp), who confirmed the patient's death but declined to provide any details or medical records related to the cause of death. The only relevant document obtained was the discharge letter from the implant procedure, which unfortunately did not include any pertinent information regarding the circumstances surrounding the patient's death. Given the limitations of the available data, we are unable to ascertain a root cause for the patient's death. The existing medical history indicates the patient was at high risk for adverse events, potentially complicating any assessment of the contribution of the device to the event. With no supporting medical records provided we are unable to come to a definitive root cause of the patient¿s death 369 days after implant with the device. With this limited information we have no evidence to indicate what, if any, contribution the device had to this unfortunate clinical outcome. The risk management and usability engineering file was reviewed and found to be adequate. The review of the device history record was acceptable with the final product meeting all specifications. Severity and occurrence are not evaluated. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report, patient in the ascend study passed away on (B)(6) 2023. This event is listed as possibly related to the procedure, device and/or aortic valve disease.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.